Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated failure to capture and sense. Diagnostic computerized tomography (CT) scan perforated and was dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.